Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced an issue with the infusion set tubing. It was mentioned that the tubing connector looked bent. No further information available.